Event description:
Per the clinic, the patient experienced pain at the implant site. During consultation, it was noted that the patient presented with crusty and suppurative lesion. The patient was treated with antibiotics, however, the issue did not resolve and subsequently lead to the extrusion of device. The device was explanted on (B)(6) 2024.